Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-025977 article.pdf].

Manufacturer narrative:
Date of event and implant: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, cerebrovascular accident, stenosis and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying xience v and other non-abbott stents that may be related to the following; myocardial infarction, stroke, re-hospitalization, and target lesion revascularization (percutaneous intervention or coronary artery bypass grafting for restenosis of the target lesion and ischemia). Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term clinical and angiographic outcomes after implantation of new-generation drug-eluting stents for patients on maintenance hemodialysis".